Event description:
It was reported that a patient underwent a left sides idiopathic ventricular tachycardia/premature ventricular contraction ablation procedure with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis and cardiac arrest. The patient died. During the procedure, it was reported that the patient "coded and passed". Post ablation, during waiting period the blood pressure dropped, and the physician felt for a pulse, and it was absent. Code ensued for a good while. An effusion was noticed upon transesophageal echocardiogram request and pericardiocentesis was performed and an unknown amount of fluid removed. The effusion did not resolve. After many minutes, patient remained unstable and eventually lost pulse and electrical activity. Physician eventually called time of death. Intracardiac echocardiogram was not used during the procedure. It is unknown if a baseline effusion was present. Physician does not know what could have caused the event. The physician¿s opinion with the cause of death was initially, pericardial effusion. Final opinion, unknown. The patient was in the electrophysiology lab when the event occurred and subsequent passing. The date of death was (B)(6) 2025. The patient did not require cardiac surgery. Prior to noting the pericardial effusion/cardiac tamponade, ablation was performed with radiofrequency, and 10 ablations were performed. No ablations were performed within or outside the pulmonary veins. No evidence of steam pop. The flow setting for the irrigation catheter was 8ml less than 30w and 15ml greater than 31w. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were accuresp, 4mm/3sec/25%, and size 3. No catheter exchanges and one sheath exchange.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).